Event description:
It has been reported to philips that during a valve replacement procedure, the fluoroscopy images could be clearly seen on the control room monitors but were fuzzy on the flexvision monitor in the lab. The physician chose to continue using acquisition images and to implant a pacemaker. No further information regarding the incident has been provided to date. An investigation into this complaint has been initiated by philips.